Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy pump had drastically under infused. No patient injury or complications were reported in relation to this event.

Event description:
It was reported that the device unit drastically started under infusing. No patient injury was reported.

Manufacturer narrative:
Customer reported that the device unit drastically started underinfusing. Running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. Performed three separate delivery accuracy tests. Unable to determine who or what caused the problem. Replaced expulsor.

Manufacturer narrative:
Customer reported that the device unit drastically started under- infusing. Running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. Performed three separate delivery accuracy tests. Unable to determine who or what caused the problem. Replaced expulsor.

Event description:
It was reported that the device unit drastically started under infusing. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that the device unit drastically started under- infusing. Running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. Performed three separate delivery accuracy tests. Unable to determine who or what caused the problem. Replaced expulsor.

Event description:
It was reported that the device unit drastically started under infusing. No patient injury was reported.